Event description:
It was reported that the patient had a missed refill. The patient missed their refill appointment on (B)(4) 2014 because their truck was in the shop. The healthcare provider (hcp) office told the patient they did not have any openings and the physician was out of town until (B)(6) 2015. The alarm started going off at 2am on the morning of (B)(6) 2015. The pump system was delivering hydromorphone, bupivacaine and baclofen. No patient symptoms were reported.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).